Manufacturer narrative:
The field service engineer checked the analyzer and it was working properly. Quality controls were acceptable. Upon review of the alarm trace sample clot alarms were observed. The issue did not re-occur. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the phos2 ( phosphate (inorganic) ver.2) assay on a cobas c 311 analyzer. The sample initially resulted in a phos2 value of 17.2 mg/dl and repeated as 7.3 mg/dl. No questionable result was reported outside of the laboratory. The phos2 reagent lot was 67081901 with an expiration date of 31-jan-2024.